Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd (B)(6) in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: no sample was sent to (B)(6). From the picture sent, it shows a fm (hair) in the syringe barrel. (B)(6) analysis the fm to be hair and it was stuck on the barrel tip. The likely cause is that the hair came into the barrel during the feeding process in the automatic syringe assembly process. House sample inspection - (B)(6) inspected 25 pcs of house samples, and there are no abnormality found. DHR review - (B)(6) reviewed the manufacturing record of complaint sample (lot 1711272), there are no issue found during manufacturing. Root cause: the likely cause is that the fm (hair) was inflow into the syringe barrel due to electronic statics while a worker supplies the syringe barrel in an automatic syringe barrel feeding chamber feeding chamber. Corrective action: 1. Had quality training on this customer complaint for syringe assembly line workers. 2. Enhance product inspection - (B)(6) inspect all products in 3 steps (full inspection before assembling, after assembling and after packing). (Start from (B)(6) 2017) 3. Enhance cleanroom clothes regulation for all workers (antidust cap) to prevent fm (hair) in the syringe assembly process. 4. Maintain and clean all facilities in manufacturing process as 5s. (Before staring work, before lunch and after finish work) 5. Implementing tightened product & process monitoring to protect recurrence of the same case and strengthening quality inspection for molding parts/assembly process. Conclusion: based on investigation result of the complaint case, fm (hair) on the barrel, likely cause is that the fm (hair) was inflow into the syringe barrel due to electronic statics while a worker supplies the syringe barrel in an automatic feeding chamber.

Event description:
It was reported that foreign matter was found inside a bd¿ syringe before use. There was no report of injury or medical interventions.